Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not boot up. Review of the system log file showed that problem with the hostpc and hostpc os disk. The fse replaced the hostpc and hostpc os disk. After the replacement of hostpc and hostpc os disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura system would not start up and, instead, the system would display a blue screen. The system was not in clinical use at the time of the event. No harm was reported. A philips service engineer inspected the system onsite and identified a problem with both the host pc and the hard disc. The host pc and the hard disc were replaced and now the device is in good working order.